Manufacturer narrative:
A ge representative evaluated the system and replaced the ps2 power supply. System operates as intended.

Event description:
Customer reported the left monitor blacked out during fluoro. No pt injury was reported.